Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a pci turnpike spiral tip came off; tip was retrieved. The procedure was completed with another device. There was no harm to the patient."

Manufacturer narrative:
Qn# (B)(4). It was reported that the catheter tip separated during use. No sample was returned for evaluation; however, the customer provided fluoroscopic images for analysis. Review of the provided images identified a detached catheter tip within the vasculature. The images also showed use of a balloon catheter to retrieve the detached tip and the presence of vessel stenosis. A complete visual inspection could not be performed due to the absence of a returned sample. Dimensional, functional, and additional testing could not be conducted due to the lack of a returned sample. A device history record (DHR) review was conducted, and no manufacturing or quality-related issues were identified. A review of the instructions for use (IFU) identified warnings against advancing, withdrawing, or rotating the device against resistance, as this may result in device damage, including tip separation. The IFU also specifies limits on rotational manipulation of the catheter. The reported event was confirmed based on the customer-provided images. Additional information indicated that the device encountered resistance within a heavily calcified vessel and was not used in accordance with IFU recommendations regarding resistance and rotational limits. The detached tip was successfully retrieved, and the procedure was completed using an alternative device. No patient harm was reported. Based on the available information, the most probable root cause is attributed to use error, including use of the device under conditions not consistent with the IFU. No corrective or preventive actions were initiated, as the issue is not attributed to a manufacturing deficiency. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a pci turnpike spiral tip came off- tip was retrieved. The procedure was complaeted with another device. There was no harm to the patient."